Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that there was battery shorting-low resistance. The analyst noted that when the device was received at the preliminary analysis telemetry could not be established and there was no output.

Event description:
The device was replaced due to battery depletion being indicated. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.